Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of vena cava filters. Investigation: the retrieved venatech lp filter was returned for evaluation. It is very distorted. X-ray examination: the reviewed x-rays pictures show that the filter was advanced from the jugular approach until the 52 cm marker (filter head). Then during the release, an arm is seen caught in the sheath. The filter is seen open across the long axis of the vena cava. It also moved up to the 47 cm marker. Conclusion: the difficulties appear to be due to the blockage of an arm/hook in the sheath wall. However as the sheath was not returned for analysis, it is not possible to define the root cause of this blockage. It is an isolated case. No corrective action is envisaged.

Event description:
As the filter was deploying, one of the legs became stuck in the sheath. The filter then turned sideways when it was deployed. Physician retrieved the filter through the left groin with a 20f sheath. Another lp filter was placed without incident. Account reported that they felt tightness when using the blue pusher.